Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/4/2020. Additional h6 component code: g07002 - damaged suture. A manufacturing record evaluation was performed for the finished device lot number: qbmsdq / z452g50, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: it was reported that the suture broke while trying to tie. It was received for analysis two empty opened foils, a paper lid, an empty winding former and four used sutures piece of product code: z452g, lot: qbmsdq. During the visual inspection of the used sutures, the ends were noted with a lineal cut appears to be by use of a surgical instrument. Also, the sutures pieces were received with body fluids, knots, crushed and was observed wavy caused by use. In a suture piece split in the middle could be observed. Due to the condition of the sample the functional test can't be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke while trying to tie.